Event description:
It was reported that the customer was hospitalized due to hyperglycemia and other health issues, including seizures. It was reported that the customer's blood glucose reading was over 300 mg/dl at the time of the event. However, at the time of the seizures the reported blood glucose reading was 160 mg/dl. It was reported that the insulin pump had alarmed no delivery. The customer was not available to perform troubleshooting at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.